Event description:
It was later reported that there was a loss of efficacy that had occurred which was unrelated to stimulation therapy. It was noted that there was a sudden change that occurred on tuesday prior to (B)(6) 2014. There were no falls, traumas or medical procedures reported. It was noted that all impedances looked normal and in range except for electrode 0 which was greater than 10,000 and was not being used. Therapy measurement was 1200 and 1400 ohms and there were no dramatic differences from the historical. The patient had come in with the implantable neurostimulator (ins) on and visibly had seen a return of symptoms on the right side. Symptoms included tremor and difficulty walking. The ins was 75% charged. It was further noted that the patient had reported ¿zings¿ or shocking that had been occurring for a few years prior to the date of this report and it had been fixed about 2 years prior to the date of this report. The zings had been reduced since being fixed but the patient still experienced about 3 zings per month. It was noted that there was no particular position when the zings occurred. The cause of the return of symptoms was unable to be determined as the system appeared to be intact with the ins on and functioning. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 7436, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3389-40, lot# j0225580v, implanted: 2005 (B)(6); product type lead product ID 3389-40, lot# j0206639v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was further reported the voltage was increased and the patient felt much better after they left the doctor's office.